Event description:
Customer stated "freeze lever leak occurred while treating patient, ln2 leaked onto physicians finger. No patient on physician injury reported." Reference repair order #(B)(4). Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference e-complaint(B)(4). Investigation : x-inspect returned samples. Analysis and findings : distribution history: this complaint unit was manufactured at csi in 1990. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: two additional service history records were found for this unit. One in 2013 for a leaking valve and o-rings resulting in a leak. The other in 2015 was for an unconfirmed complaint condition. Historical complaint review: a review of the attached 2-year complaint history showed one similar reported complaint condition. The complaint was not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log 92603, this unit was at csi on (B)(6) 2019. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Upon opening the unit, the sub-assembly p/n 30008 (inlet/exhaust tube line) was found to leak possibly from damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was leaking from the valve body and consistent with the problem description. Root cause : no definitive root cause for this issue could be reliably determined at this time. This unit was found to have a stainless steel sub-assembly component leaking (p/n 30008) after close to 30 years of service. Normal handling and age are considered contributing factors for this complaint. Correction and/or corrective action: the unit was repaired, tested and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes . Preventative action activity: coopersurgical will continue to trend this complaint condition.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer stated "freeze lever leak occurred while treating patient, ln2 leaked onto physicians finger. No patient on physician injury reported." (B)(4).